Event description:
Per medwatch mw5115857: two events occurred. First, the ventilator tubing was inadvertently disconnected from the patient. Second, the ventilator was unplugged from the wall. When the nursing staff arrived in the room, the ventilator had a message stating that it would shutdown in 9 seconds. The nurse immediately bagged the patient. The patient oxygen saturation dropped into the 70's and 80's for a couple of minutes. However, the patient's oxygen saturation returned to 92 %. The patient was weaned off the ventilator and placed on bipap on (B)(6) 2023. However, the patient had to reintubated on (B)(6) 2023 because they went into respiratory distress. Patient also has acinetobacter baumanni pneumonia. Additional information provided: the patient was removed from the unit and manually ventilated. There was no patient injury.

Manufacturer narrative:
Ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Information unknown. Unique identifier: (B)(4). Report source other: medwatch mw5115857. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718 h3 other text : device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The customer declined ge service. No repair information available.